Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The patient reported to the hospital with flu-like symptoms and was admitted. Pericardial effusion and cardiac tamponade were found a few days later. The atrial lead showed low impedance, low p-wave sensing no capture. High thresholds and low p-waves were noted on the ventricular lead. A peri-cardial drain was performed. The patient was transferred to another hospital where both leads were repositioned as it was not know which lead was responsible for the perforation.